Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of angina and death are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and myocardial infarction are listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was received: the patient suddenly expired. Per physician, the patient had experienced a non-st elevated myocardial infarction and a very late thrombosis was possible. Reportedly, the patient had been diagnosed with pancreatic cancer, however, in the absence of additional information, the physician cannot rule out a sudden cardiac death or very late thrombosis of the lad-lm artery.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical product: xience prime stents: 4.0x23mm, 2.5x15mm, and 2.75x28mm. The device is not returning for analysis. Investigation is not complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, a 4.0x23mm and 2.75x28mm xience prime stents were successfully implanted in the left main to the ostial-proximal left anterior descending (lad) coronary artery lesion. A 2.5x15mm xience prime stent was successfully implanted in the distal circumflex and a 2.75x15mm xience prime stent was successfully implanted in the lad. On (B)(6) 2018, the patient experienced angina. On (B)(6) 2018, the patient expired due to sudden cardiac death. An autopsy was not performed. There was no reported device malfunction. Per physician, it is unknown if the patient death is related to the device. No additional information was provided regarding this issue.